Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported the ventilator started giving ext (external) high peak (peak pressure) alarm while using the avea ventilator. The issue was found during pre-use testing and was immediately taken out of service. The customer attempted to calibrate the pressure and flow transducers but only to have repeated failure. It was recommended by carefusion (cfn) global care support to replace the gde (gas delivery engine) and the return process has been initiated. The customer reported no patient involvement or allegation of patient harm. At this time, carefusion has not received the suspect device component for evaluation.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.